Event description:
The customer's family reported via phone call that the reservoir had a presence of air bubbles. The caller stated that the air bubbles were an ongoing issue since (B)(6) 2015. The customer's blood glucose was 340 mg/dl. The caller stated that the bubbles were a bit bigger that champagne bubbles. The customer was advised to disconnect at the quick release. They were advised to deliver a 5 unit fixed prime back to the appropriate cannula prime amount for the infusion set, which was 0.3 units. The caller reported still having air bubbles and declined to repeat the procedure. He later stated that he was able to remove the air bubbles from the reservoir and advised that he would consult with the doctor. He declined to continue the rest of the troubleshooting procedure since he was able to purge the bubbles out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.